Event description:
During a cataract extraction procedure the clinic reported there was low to no phaco power on the phacoemulsification unit. A backup unit was used to complete the procedure. The surgery center reported a 5 minute delay. The procedure was completely successfully using a backup unit. No patient injury was reported.

Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). While on site, the customer further indicated there was a black screen on power up of the system and the initial report of no phaco power was inaccurate. The fss was able to confirm the reported black screen. To resolve the black screen, the fss replaced the advantech central processing unit (cpu) printed circuit board ( pcb). The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.